Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: in the laparoscopic surgery in low rectal, the doctor used the endo gia to cut the rectum. The cutting process was smooth. The surgeon realized that the staple line was coming loose and did not form properly. Surgery time was extended by one hour. The pt current condition was reported as fine.